Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that intermittently, the wake button was sticking. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Bg level was addressed with a correction bolus via the pump. The customer also reported ketones that were identified as life threatening by their health care provider (hcp). Customer was advised by their hcp to treat the ketones with injections of tresiba. The customer reverted to an alternate method of insulin therapy.